Event description:
It was reported that the plunger was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the liquid crystal display is damaged. During run motor drive and occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be the dowl pin does not fit in plunger head mount correctly as a result of overlapping specifications. This was caused by a design issue. Replaced plunger head mount and dowl pin. (UDI) is unknown. No product information has been provided to date.